Event description:
It was reported that catheter twist occurred. The over 50% stenosed target lesion was located in the moderately to severely calcified left subclavian artery which was slightly tortuous just past the ostium. Following stent implantation, a post diagnostic run appeared a bit hazy so the physician wanted to intravascular ultrasound (ivus). The opticross imaging catheter was introduced over a v-18 wire and as the catheter was advanced through the stent, some resistance was encountered and the wire was flexing just outside the sheath. The wire was pulled back slightly into the sheath and then re-advanced, at which time imaging stopped. It was noted that the catheter had spun around the wire and was twisted up all the way to the back end of the catheter near the motor drive unit. The wire was kinked. The catheter could not be removed without losing the wire so both devices were removed together. The procedure was completed with a diagnostic imaging catheter and a 0.035 guidewire. There were no patient complications.